Event description:
It was reported that when attached, the single-lumen connector was unable to be engaged firmly. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection in a groshong nxt connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed a very small amount of use residue on the returned sample. The connector pieces were returned not assembled. The connector pieces were assembled, and then an attempt was then made to disassemble the connector pieces and the connector pieces were found to be able to be pulled apart by hand with relative ease. A microscopic observation revealed a gap between one locking arm of the proximal connector piece and the catch slot of the distal connector piece when the connector pieces were assembled. The distance between the locking arms of the proximal connector piece was measured and was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2962 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when attached, the single-lumen connector was unable to be engaged firmly. No other information was provided.